Event description:
Medtronic received a report that after opening the package and performing normal evacuation and hydration, the rebar-27 microcatheter was inserted. The solitaire fr stent (sfr) successfully entered the y-valve during insertion, however, resistance was encountered when pushing the sfr further into the microcatheter. When the stent was removed and rehydrated, it was observed to be slightly kinked. A new product of the same model was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing an emergency thrombectomy surgery for treatment of an intracranial artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received. The lesion was located in the posterior circulation, with moderate vessel tortuosity. The cause of resistance and stent kink could not be determined. Baseline patient condition (tici, nihss, etc.) Is unknown. Post-thrombectomy, the patient was experiencing no adverse reactions. The location of resistance within the catheter could not be determined. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on the catheter; however, kink or damage was noted on the distal portion of the solitaire pushwire. The status of the sheath tip in the microcatheter hub, rhv security during delivery, IV tpa contraindication, and stroke onset to reperfusion time remain unknown.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does meet the reporting requirements stipulated in 21 cfr 803. H3: product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5). As found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent. Damaged location details: the solitaire fr 6-30 stent device was returned within its introducer sheath. The solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, with no damage noted. The introducer sheath was in good condition. The stent¿s working length struts were observed to have broken struts in four different locations (a, b, c & d), while the non-working length strut was damaged at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found to the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be tested for resistance using an in-house rebar 27 catheter. The solitaire fr 6-30 stent device was pushed out of its introducer sheath without difficulty. The broken struts were sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the fracture surfaces at all four locations exhibits evidence of pitting corrosion damage. Due to the material loss from corrosion, it was unable to determine the overall mode of failure. Some evidence of dimple rupture features was observed on the broken ends, indicative of overload failure, however it was unable to be determined if the fractures occurred prior or post corrosion attack. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ and ¿stent stuck in catheter hub¿ reports were confirmed, as the returned solitaire fr 6-30 stent device was observed to be damaged at the teardrop struts. The damage could have occurred when the customer advanced the returned solitaire fr 6-30 stent device through the reported rebar 27 catheter against resistance. Possible causes of resistance include an incompatible/damaged catheter, vessel tortuosity, device damage, failure to maintain the correct flush rate, the introducer sheath not fully seated in the catheter hub, and a lack of continuous saline/heparinized saline during the procedure. In this event, the customer reported that no damage was noted on the reported rebar 27 catheter, which was compatible with the returned solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches. The patient¿s vessel tortuosity was reported to be moderate, and a continuous saline flush was administered and maintained, which rules out an incompatible/damaged catheter, vessel tortuosity, and a lack of continuous saline/heparinized saline during the procedure as possible causes. Therefore, device damage, failure to maintain the correct flush rate, and the introducer sheath not fully seated in the catheter hub could have contributed to the resistance complaint. The working-length struts of the returned solitaire fr 6-30 stent device were found to be broken at four locations, which could also have contributed to the resistance compl aint. However, the cause of the reported resistance and stent damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.